Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 6-mar-2025, an ilet the user experienced a severe hypoglycemic event following a high blood glucose (bg) of 340 mg/dl. After announcing several meals to correct, their bg dropped rapidly to 21 mg/dl, resulting in loss of consciousness and a seizure. A contact administered glucose gel, and ems was called. The user regained consciousness before ems arrival and did not receive treatment from responders.